Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure and can be resolved with medical treatment or the implant of a permanent pacemaker. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 days post implant of this 30mm tricuspid annuloplasty ring, a permanent pacemaker was implanted in the patient. The reason for the pacemaker implant was reported as atrio-ventricular (av) block with the possibility of paroxysmal av block. The physician reported that the patient's his bundle may have been closer to the anterior and septal cusp than usual. No additional adverse patient effects were reported.